Event description:
Medtronic received information indicating that during the first three hours of bypass for an aortic valve replacement (avr) procedure, the device performed as expected. The patient was removed from bypass to check vital parameters. After approximately thirty to fifty-five minutes, bypass was initiated with the same oxygenator. Approximately thirty to fifty-five minutes after restarting bypass for re-exploration, the customer noted the device was blocked and there was no oxygenation. The device was replaced with another manufacturer¿s oxygenator. Although heart function was maintained, the patient was discovered to be brain dead, and subsequently the patient died. The device was discarded by the customer and will not be returned for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was discarded by the customer; without the return of the product, no definitive conclusion can be made regarding the clinical observation. Pump records indicate that a protamine dose was administered to the patient to reduce the clotting time prior to coming off bypass. Additionally, we suspect that when the patient came off bypass the blood in the oxygenator was not recirculated during these 30 to 55 minutes, so the residual blood was stagnant in the device. It is likely that adequate heparinization was not administered to reduce the clotting factor prior to re-initiating bypass for re-exploration. Subsequently, the device was found to be clotted and would not oxygenate. The evidence suggests the event was caused by a clinical or patient issue and is not device related. The IFU for the affinity oxygenator states the following: ¿a strict anticoagulation protocol should be followed and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. Adequate heparinization must be maintained before and during bypass.¿ therefore, we do not believe the oxygenator is the root cause. (B)(4).